Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was discharged the following day. On (B)(6) 2020 the patient was taken to the hospital via ambulance. Upon arrival to the hospital, the patient had 10% heart function, 10% kidney function and his blood pressure was 74/54mmhg. The patient died on (B)(6) 2020. The cause of death is unknown. It was further reported that the patient was taken to the hospital and admitted for renal problems. An echocardiogram was performed in the ER at the hospital. The chest x-ray showed that the watchman was still in the laa.

Event description:
It was reported that a death occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was discharged the following day. On (B)(6) 2020 the patient was taken to the hospital via ambulance. Upon arrival to the hospital, the patient had 10% heart function, 10% kidney function and his blood pressure was 74/54mmhg. The patient died on (B)(6) 2020. The cause of death is unknown.